Manufacturer narrative:
Further investigation clarified reported valve thrombosis previously reported in this MDR against the 23mm sapien 3 valve. An imaging review of increased gradients could be a result of an under expanded valve. It was reported two days post procedure of a 23mm sapien 3 valve, elevated gradients were noted. As per a 2 day post echo (tte), unable to verify thrombus due to no images of the leaflet. A 3mensio report noted heavily calcified sinotubular junction (stj). The patient was medically treated and released from the hospital. No additional adverse events or negative effects from the gradient were reported. There has been no report of treatment. As such, this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the gradient across the sapien 3 valve cannot be confirmed; however, an underlying cause could be prosthetic valve thrombosis or pannus, as noted on the echo. No additional adverse events or negative effect from the gradient were reported. There has been no report of treatment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
Two days post procedure of a 23mm sapien 3 valve, elevated gradients. The patient was medically treated and released from the hospital. Subsequently, the elevated gradients persisted. As reported, the operative report revealed an area of 1.5cm², peak gradient was 24mmhg and mean 9mmhg. The discharge echo revealed an area of 1.2cm² with a peak gradient of 44.5mmhg and a mean gradient of 22.5mmhg. As reported, the case was unremarkable with the valve deployed in a 70:30 fashion resulting in none-trace paravalvular leak (pvl). The patient had elevated gradients 2 days post procedure with what is suspected to be thrombus within the sapien 3 valve.